Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 248 mg/dl at 10:19 pm, 535 mg/dl at 10:25 pm, 523 mg/dl at 10:37 pm, 223 mg/dl at 10:42 pm. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.